Event description:
It was reported that the patient had a leak in the gastric band system. The patient had their gastric band port replaced on (B)(6) 2022. Report was received through FDA's medwatch program under MDR report #: mw5106845.

Manufacturer narrative:
The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.